Manufacturer narrative:
The device is being returned to manufacturer for evaluation. Evaluation of initial information determined it was likely there was material breakdown of heat component caused by accelerated wear and repeated pinpoint pressure from patient loading/unloading resulting in an electrical short within the internal coils of the heating element.

Event description:
A heat function on a quantum table manufactured in 2010 malfunctioned and overheated causing the vinyl to melt and smolder leaving a hole in the vinyl cushion.